Event description:
It was reported that a patient received a high drain 105 (night drain cycle five) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred on the homechoice device during drain five of peritoneal dialysis therapy. The patient did not report any symptoms related to the event. The technical services representative reviewed the therapy log and found the cycle five ultrafiltration (uf) was 2263ml and fill volume 2200ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported problem was verified in the logs. The event history log review showed there were no other keystrokes, programming, or use related events that indicated and/or contributed to the reported problem. A visual inspection was performed. Internal and external inspection was performed and no issues were noted. During the homechoice return instrument test / evaluation (rite), the device passed electrical and functional testing. Additionally, the cycler remote toolbox software (crt) 8.800 was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The cause of the high drain alarm was one or more cycles advanced to next fill when slow/ no flow occurred above the min drain volume threshold. The device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or should additional relevant information is obtained, a supplemental report will be submitted.